Event description:
As reported by physician in japan, when using an inflation device, in a shunt pta procedure, the device handle was rotated to increase pressure, but the gauge did not reflect the pressure increase. There was no pt incident or injury. The used device was returned for evaluation.

Manufacturer narrative:
The device history record for the reported lot was reviewed and no quality issues were noted. No previous complaints have been received on inflation devices from the reported lot number. The returned device was inspected and no damage was visible. When functionally tested, per our procedures, the device/gauge performed properly. The complaint cannot be confirmed as the returned sample was manufactured to specification. The reported event is not occurring more frequently or with greater severity than is usual for the device. The information contained therein is being provided to the FDA to comply with regulations relating to medical device reporting. This submission is not intended to and shall not constitute an admission on behalf of boston scientific that the product which is the subject of this report in any way has malfunctioned, was defective, or causally related to any death or serious injury. Gcs2 # 19835